Event description:
Sales representative received report from customer on one clearlink continu-flo solution set. Customer reported the tubing split at the distal end between the injection site and the adaptor. A power injector was being used for CT contrast when tubing split. No injury has been reported at this time.